Manufacturer narrative:
(B)(4).

Event description:
During inflation the passeo-14 burst at 8 atm.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned paasseo-14 revealed that the balloon has been inflated. It was returned in a fully deflated state with blood residue inside the balloon lumen. At a pressure of 4-5 atm several jets of water were observed near the center of the balloon. Further microscopic analysis showed two scratches on the balloon surface directly at and nearby the leakage site. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause was determined.